Event description:
It was reported that pt underwent total knee arthroplasty in 1996. Due to medial and lateral instability, revision performed in 2004. Intraoperatively, femoral component was found loose.